Event description:
On (B)(6) 2023, the complainant contacted leica biosystems and reported the following: "rnt: a retort processed the grid [basket] placed at the lowest level well but not the grid [basket] at the upper level (reagent levels and paraffin tanks all checked and full) mail dated 18.01.2023". On (B)(6) 2023, the leica helpdesk application engineer documented the following: "we're in contact with customer, if diagnosis was possible on all samples. A second run on samples has been made today and we're waiting for results." On (B)(6) 2023, the assigned leica field service engineer (fse) visited the customer site and documented the following: "instrument check and log download for analysis, verification of consumables and accessories currently the machine is working..." On (B)(6) 2023, the leica helpdesk application engineer documented the following in relation the patient impact/outcome: "today I tried to contact customer in order to obtain more info regarding tissue status and the diagnosis results but customer was not able to provide me that info and told me to recall them on friday 27th." On (B)(6) 2023, leica biosystems melbourne received the following information provided by the complainant to the leica helpdesk application engineer: "...all the samples of the run in retort 1 begun pm monday 16th january to am tuesday 17th january were diagnosed except n.3 samples where diagnose [sic was not possible and patient have been recalled. Unfortunately customer was not able to provide me age and sex of the three cases involved." On (B)(6) 2023, leica biosystems melbourne received confirmation from the leica helpdesk application engineer that "the three patients where diagnosis was not possible are being recalled for re-biopsy".

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during execution of the "routine" protocol comprising 200 cassettes, which started in retort b at 14:13pm on (B)(6) 2023 and failed at 14:20pm on (B)(6) 2023 in association with the generation of event code 132 - "insufficient reagent check station contents and reagent fill level setting. Retort b, bottle 2". The 200 patient tissue samples from the "routine" protocol which failed at 14:20pm on (B)(6) 2023 continued to be processed with an additional 20 patient tissue samples using the "routine" protocol comprising 220 cassettes, which started in retort b at 14:32pm on (B)(6) 2023 and successfully completed at 08:04am on (B)(6) 2023, from which sub-optimal processing of patient tissue samples was reported by the complainant. Both protocols were single instance edited protocols with the final wax infiltration step (step 13) duration modified from 90 minutes in the validated original protocol to a duration of 60 minutes. The root cause of the reported sub optimal tissue processing in "the grid [basket] at the top level" reported by the complainant could not be identified from the information available. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.